Event description:
It was reported that patient underwent left hip revision due to dislocation after initial surgery. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint, no product information or medical records provided. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient information available.